Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device found that it was fully deployed with both cuffs attached to the link and engaged to the needle tips. The body of the device, lever, foot, guides and sheath were normal with no damage detected that would contribute to the reported event of the suture coming out prematurely. Based on the condition of the device, both cuffs were successfully captured and there was approximately 6-1/2 inches of monofilament attached to the needle tip. However, the monofilament appeared to have been cut at the pre-formed knot, therefore, the suture could not be retrieved and the knot would not form to advance to the arterial surface to close the vessel as intended. The results of the investigation did not reveal any manufacturing or quality deficiency that could contribute to the reported experience. The probable cause for this event is most likely related to the operational context during use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there has been no other incidents reported for the suture coming out prematurely. This is an indication that there was no lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned, but has not yet been received. The lot number has been provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a percutaneous transluminal angioplasty in the femoral artery. Reportedly, the suture came out prematurely and the device was unable to be deployed. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. Though requested, additional information was not provided.